Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 568 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. However, the customer stated that the insulin pump alarmed no delivery several times prior to the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.